Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The primary failure mode could not be identified as multiple interventions were performed. The fse identified an issue with sample volume detection. The fse cleaned the sample tube brush; however, the issue reoccurred on (B)(6) 2020. Replacement of the liquid surface detection pcb (printed circuit board) and the liquid surface detection cable resolved the issue. (B)(6). The beckman coulter internal identifier is (B)(4). Refer to MDR 9612296-2020-00063 for similar event that occurred on (B)(6) 2020.

Event description:
The customer reported the generation of erroneously low ise (ion selective electrode) patient results on their au5800 chemistry analyzer. The customer stated the sodium (na), potassium (k) and chloride (cl) patient samples gave a result of zero (0). There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.